Manufacturer narrative:
Reference record (B)(4).

Event description:
Patient reports that the infection has never fully cleared and has been on 3 or 4 courses of oral antibiotic clindamycin off and on since (B)(6) 2020. Patient states that the peg-j tube was replaced on (B)(6) 2021 because tubing was kinked and clogged. Patient confirmed that he has abbvie tubing now and the tubing that was replaced was also abbvie tubing. Patient is currently on a course of clindamycin. Patient will reach out to physician to discuss perhaps changing antibiotics.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa start date was (B)(6) 2017. On (B)(6) 2020 it was reported the patient had ongoing stoma issues: red, inflamed and irritated. Patient was prescribed an unknown antibiotic.